Event description:
It was reported that the device gave an alarm and error code 45639. No adverse effects reported.

Manufacturer narrative:
Other, other text: h10 device evaluation: one cadd solis vip pump was returned for investigation in used condition. The pump was ran in user mode. The customer reported product problem (pump producing error code 45639) was reproduced during testing. The product problem occurred because the pwa board was inoperable. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other text: additional information: a1, b5, h6 ( patient code).